Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Pre-analytic sample handling could not be ruled out as a possible root cause. Performance testing was performed and this was outside of specification, but investigations conclude that the performance issue is not likely the root cause of the event.

Manufacturer narrative:
This event occurred in (B)(6).(B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnths stat on an e601 analyzer. The sample initially resulted as 4.01 pg/ml and this value was reported outside of the laboratory. The result was immediately questioned by the physician. The sample was repeated on a different e601 analyzer, resulting as 41.42 pg/ml. The repeat result was considered to be correct. A second sample was also collected from the patient, resulting as 39.41 pg/ml. The patient was not adversely affected. The tnths stat reagent lot number was 138684. The reagent expiration date was asked for, but not provided.